Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reference manufacturer report # 1219930-2016-00967 for a second device used in the same case. (B)(4).

Event description:
According to the reporter: during a laparoscopic nephrectomy procedure with a robot, there was a problem where the stapler fired itself when it was not triggered. During the insertion of the robotic ports, the surgeon entered a thicker region and realized that an area of the lumen had been transversed. This resulted in injury to the intestine, required repair of the bowel by an additional surgeon. There was a tear in the bowel requiring suturing in the area of the ileocecal region. There was a partial thickness injury to the terminal ileum. The appendix was transected as well, requiring surgical removal. The omentum close to the transverse colon was somewhat traumatized requiring some of the omentum to be surgically removed. The following day, due to uncontrolled bleeding and a deteriorating condition, the patient returned to the operating room. Further repairs were performed to seal and repair areas that had been or were bleeding. There had been evidence of a large hematoma in the area of the right renal fossa where the surgeon had operated the day before. The surgeon observed that the right renal artery had been bleeding and found a pulsatile area of bleeding from the right renal artery through the staple line. The bleeding was repaired with suture. The adrenal bed also had a slow venous ooze through the level of the staple line. This was corrected with cautery. Mucosal tear and serosal interruption was observed in the duodenum and repaired with suture. The patient developed postoperative respiratory failure, requiring intubation, anemia requiring blood transfusions, chest pain, elevated cardiac troponins, atelectasis, acute changes in mental status, hypotension, lower limb pain and swelling, impaired bowel function, difficulty swallowing, and other conditions causing further pain and suffering. These complications caused the patient to require further medical care in the hospital, and then in-patient rehabilitation. Thereafter, the patient continued to experience pain, mental distress, bowel constipation and impairment, and other physical limitations.